Manufacturer narrative:
Concomitant: 3889-28 lead, implanted (B)(6) 2012; 5076-58 lead, implanted (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient experienced pain near their implantable pulse generator (ipg) pocket. The pocket was revised and the ipg remains in use. No further patient complications have been reported as a result of this event.